Manufacturer narrative:
The alinity I processing module, serial number (B)(6) was evaluated. It was determined that the wash cup bafl required cleaning. Return testing was not completed as returns were not available. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. A review of tracking and trending did not identify a trend for the wash cup bafl or the alinity I system with regards to the customer reported event. A review of the manufacturing documentation did not identify any related non-conformance's for the wash cup bafl as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Event description:
The customer reported falsely elevated alinity I free t4 and provided the following data for a neonatal patient (premature baby, 7 days old) free t4 was >64.35pmol/l. The result was questioned and repeated on another analyzer (sn: (B)(6), which generated a result of 16.45 pmol/l (reference range is 9.01 to 19.05 pmol/l). Additional laboratory information: free t3 result was 4.73pmol/l (reference range is 2.43 to 6.01 pmol/l) & tsh result was 3.610 miu/ml (reference range is 0.35 to 4.94 miu/ml) per the customer the discrepant results were not reported out to the patient¿s medical provider. The customer reported out the 16.45 pmol/l. There was no reported impact to patient management.

Event description:
The customer reported falsely elevated alinity I free t4 and provided the following data for a neonatal patient (premature baby, 7 days old). Free t4 was >64.35pmol/l. The result was questioned and repeated on another analyzer (sn: (B)(6)), which generated a result of 16.45 pmol/l (reference range is 9.01 to 19.05 pmol/l). Additional laboratory information: free t3 result was 4.73pmol/l (reference range is 2.43 to 6.01 pmol/l) & tsh result was 3.610 miu/ml (reference range is 0.35 to 4.94 miu/ml) per the customer the discrepant results were not reported out to the patient¿s medical provider. The customer reported out the 16.45 pmol/l. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.